Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that he replaced the main printed circuit board (pcb) and the ventilator inoperable issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed ventilator inoperable and several motor faults. At this time, there is no information regarding patient involvement associated with the reported event.